Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was not delivering. During troubleshooting, it was found that insulin was leaking at resevoir snap cap. Insulin pump passed self-test. Customer's blood glucose was 290 mg/dl. Customer's blood glucose at the time of call was 318 mg/dl. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests and no leaks or occlusions were noted.